Event description:
Fogarty 4f 80 cm clot management catheter used to retrieve clot out of arteries. When health care providers opened one of these balloons to use during the procedure, the fogarty 4f 80 cm clot management catheter balloon was checked before inserting it into the artery. Health care providers had to open 4 french balloons, and all of them popped and leaked before even getting the balloon up. The same incident also happened with 2 of the 5 french fogarty balloons. They had different lot numbers (ref# (B)(4)).